Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the operating room for a generator changeout due to the advisory. The physician alleges the device battery dramatically depleted to only four months remaining longevity. The device was explanted and replaced successfully. The patient condition is well and the patient will be monitored with routine follow up.